Manufacturer narrative:
The excor blood pump, s/n, (B)(6) on the patient was in use from (B)(6) 2023 until the time of the incident on (B)(6) 2023 (52 days). We have reviewed the production records of the excor blood pump, s/n (B)(6), this pump was produced according to our specification.

Event description:
Bhi clinical affairs was updated on the weekly update for seizure like activity (left gaze deviation and left lower extremity involuntary movements). The site noted clot on outflow cannula prior to event which was no longer seen after event. The patient was taken for CT scan on (B)(6) 2023 where a new infarct was noted on the left caudate head and putamen. Repeat CT scan (B)(6) 2023 showed stable subacute infarct of the left basal ganglia. Eeg results pending.